Event description:
It was reported that an asahi suoh 03 guide wire might have contributed to perforation of the coronary artery during a percutaneous coronary intervention (pci) to treat a total occlusion in the right coronary artery (rca). Several guide wires were used with an asahi corsair pro catheter in attempts to cross the lesion via the left coronary artery through a collateral channel. Eventually, wiring the lesion went successful with the suoh 03. The corsair pro was then followed over the guide wire; however, it would not go forward at the certain point. After several attempts, it was found that the catheter was coming in and out once it entered into the lesion. The physician assumed that the catheter became stuck on the guide wire during this process. The physician continued the procedure afterwards, but during the procedure, the patient complained of discomfort and an angio image revealed that the wire tip was twisted and penetrated the blood vessel well. And it was confirmed in the echocardiogram that the tip of the wire was twisted several times and embedded in the myocardium. The physician performed glue embolization to hemostatic the perforated site on the blood vessel wall. The pci was successfully completed with stent deployment. The patient was discharged home on (B)(6) 2020 as previously scheduled. There were no adverse patient effects including chest pain associated with this event.

Manufacturer narrative:
The reported guide wire, suoh 03, was returned for evaluation. The guide wire was inserted in the concomitant corsair pro microcatheter and distal part of the guide wire approximately 15cm was out of the catheter tip. The guide wire was three-dimensionally deformed for approximately 8cm from the wire tip. Proximal to the catheter tip, the spring coil wire was found loosened and the loosened spring coil twined over the stretched catheter tip. Strands on the catheter shaft were disarranged due to accumulated torsion. The catheter was curved for approximately 3-7cm from its tip. Based on the obtained information and referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with the reported perforation. It was concluded that this event was not associated with product quality. Deformation and adhesion with the concomitant catheter were likely attributed to rotational or bending stress generated with wire manipulation made in attempts to cross the lesion. The applied stress would accumulate and exceed the product design limit when the wire tip was being caught and restricted its movement likely by the lesion, deforming the wire tip and loosening the spring coil that made the catheter to become stuck on the guide wire. Thus the concomitant catheter was not related to the reported perforation. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Manufacturer narrative:
Manufacturing site: (B)(4). The reported confianza pro guide wire was not returned for evaluation. The provided pictures of the confianza pro, and the concomitant corsair pro catheter showed that distal part of the guide wire was helically deformed. The catheter tip was found stretched and located on the guide wire at about 19-20cm from the wire tip. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria, therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with the reported perforation. It was concluded that this event was not associated with product quality. Deformation and adhesion with the concomitant catheter were likely attributed to rotational or bending stress generated with wire manipulation made in attempts to cross the lesion. The applied stress would accumulate and exceed the product design limit when the wire tip was being caught and restricted its movement likely by the lesion, deforming the wire tip and loosening the spring coil that made the catheter to become stuck on the guide wire. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire, and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing, or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation, or other damage to blood vessels. Malfunction and adverse effects: damage to a vessel, including possible vessel perforation.

Event description:
It was reported that an asahi confianza pro 12 guide wire might have contributed to perforation of the coronary artery during a percutaneous coronary intervention (pci) to treat a heavily calcified total occlusion in the right coronary artery (rca). Several guide wires were used with an asahi corsair pro catheter in attempts to cross the lesion via the left coronary artery through a collateral channel. Eventually, wiring the lesion went successful with the confianza pro 12. The corsair pro was then followed over the guide wire; however, it would not go forward at the certain point. After several attempts, it was found that the catheter was coming in and out once it entered into the lesion. The physician assumed that the catheter became stuck on the guide wire during this process. The physician continued the procedure afterwards, but during the procedure, the patient complained of discomfort, and an angio image revealed that the wire tip was twisted and penetrated the blood vessel well. And it was confirmed in the echocardiogram that the tip of the wire was twisted several times and embedded in the myocardium. The physician performed glue embolization to hemostatic the perforated site on the blood vessel wall. The pci was successfully completed with stent deployment. The patient was discharged home on (B)(6) 2020, as previously scheduled. There were no adverse patient effects including chest pain associated with this event.